Event description:
It was reported that the customer was hospitalized twice for low blood glucose. The blood glucose reading at time of the call was 305mg/dl. Troubleshooting was not performed and no further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.